Event description:
It was alleged that an overinfusion of potassium occurred on a pt. It was noted that the pump was set to deliver the 1000 ml bag over a period of 6 hours, or 166ml/hr. The volume to be infused was set on the pump to be 1000ml. The bag was found to be empty after 1 hour 20 minutes. There was no pt consequence.